Manufacturer narrative:
The product has not been released by the user facility. If the product is received by the manufacturer for evaluation, a follow up report will be submitted. (B)(4).

Event description:
A (B)(6) year old female patient presented with a history of prior CABG and mitral valve replacement, acute myocardial infarction and cardiogenic shock on (B)(6). An impella cp was implanted successfully on (B)(6) following removal of an iabp. The patient was experiencing leg ischemia on (B)(6). The clinical staff noted the patient's posterior tibial pulses had been dopler audible at baseline, however on the 21st tibial pulses became dopler absent distal to the impella site. Ultrasound revealed an occlusive thrombus, however the decision was made not to do intervention at that time due to the grave prognosis. The patient was reportedly very unstable and was shocked several times on the (B)(6), and the family elected to withdraw care.